Manufacturer narrative:
(B)(4): a f/u report will be submitted after philips obtains more info concerning this event.

Event description:
A man identifying himself as an attorney representing a man on trial for murder contacted philips requesting info about how the mrx defibrillator works. The attorney stated that the mrx operated fine but he had questions about the ECG strips from an event where a woman died.